Manufacturer narrative:
D4: lot number - unknown. D4: primary unique device identifier number - full UDI number not available without lot identification. D9: is device available for evaluation - although information provided indicates the device would be returned, to date it has not been received. H4: device manufacturing date - unknown without lot identification. H3: device evaluation - device has not been returned. Device history records and lot specific complaint history were not possible without lot identification. Two-year complaint history review did not reveal a trend for reports of this nature for the reported part number. No conclusions can be drawn at this time. Should the product be returned, a follow-up report will be filed following investigation.

Event description:
It was reported that a procedure was performed on (B)(6) 2025, utilizing the reform pedicle screw system. During final tightening of the lock screw, the tip of the t25, lock-screw torque driver, reform (39-rd-0060) broke. The broken tip was removed and the procedure completed successfully utilizing the second driver in the set. There was no patient injury or delay to the procedure reported.